Manufacturer narrative:
Recall #: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03177. It was reported the pt experiences heating while charging her scs system. The pt also reports that her skin turns red when charging. Follow-up identified the pt uses a cold washcloth between her skin and the wand during charging. A sjm rep advised the pt of the charging instructions and to discontinue use of the cold washcloth. At this time there is no add'l info. On 8/1/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.